Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope exhibited blackout screen, and nothing was displayed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the reported image issue was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been almost 2 years, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the reported image issue was likely, due to a defect in the image sensor unit or a failure in the internal circuit board of video connector and/or the system. However, the root cause could not be determined. The event can be detected/prevented, by following the instructions, for use (IFU) in section: chapter 3: preparation and inspection: (section 3.8); inspection of the endoscopic system: describes the methods for inspection¿. This supplemental report includes a correction to b5 and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the image issue was observed, during device inspection, prior to an unspecified therapeutic procedure. The procedure was completed.